Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced nausea around noon on (B)(6) 2025 and then lost consciousness, and thier blood sugar level fell to around 50 (bg or sg unspecified). The patient later recovered partially and consumed chochlate and sugar, raising their blood sugar to approximately 65 (bg or sg unspecified). At hospital, the patient underwent CT imaging and blood tests but the cause of the malaise could not be determined. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.